Event description:
Customer reported had normal device readings; however, no values were provided. Customer stated passed out. Customer was taken to the hosp. Hosp treated with insulin. No controls used. A request was made for return product and replacement product was sent.